Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that patient had a revision surgery took place where both leads were explanted, and new leads were implanted. The same implantable pulse generator was used to reconnect the new leads. Patient was reprogrammed post procedure and effective coverage was established post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 3006705815-2019-03409.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 3006705815-2019-03409. It was reported that the stimulation auto decreases on various programs and the device therapy was turned off by itself when the strength was reduced. Upon diagnostic testing, high out of range impedance issue was observed on all the contacts. Upon x-ray review, leads were in the same location and no migration issue was observed. Surgical intervention is anticipated in the near future. No further information is available.